Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The sample was received for investigation and tested on an e801 module. The sample was also tested by fujirebio innolia hcv score. The anti-hcv ii result from the e801 module was 0.039 coi (negative) the innolia score was indeterminate further investigation was performed by mikrogen recomline blot and the result was indeterminate. The customer's negative result was reproduced on the e801 module. Due to the indeterminate results from the innolia score and the mikrogen recomline testing, a final assessment could not be provided. No pcr results were available. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 module in use at the time of the event was serial number (B)(6). The sample was requested for further investigation.

Event description:
There was an allegation of questionable false negative anti-hcv g2 elecsys e2g results. On (B)(6) 2023, the result was 0.0505 coi (non-reactive). On (B)(6) 2023, the result was 0.0453 coi (non-reactive). The results were reported outside of the laboratory and the patient complained about the results as he used to be anti-hcv reactive. On (B)(6) 2023, the same sample was sent to another laboratory and the result from abbott was 2.17 s/co (reactive), and from liason diasorin was 2.8 s/co (reactive). A western blot was performed and the result was "two bands present (core band, ns3-2 band) weak reactive".